Manufacturer narrative:
This event was reported six days after the occurrence. Therefore, no database detail was available for spacelabs review. A spacelabs field service engineer tested the monitoring equipment that was involved. All tests showed that the equipment was functioning normally. A member of the hospital staff witnessed the testing. The monitoring equipment remains in use by the hospital. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on november 28, 2018 that on (B)(6) 2018, a monitor showed a paused alarm for a patient but it should have been an asystole alarm. No injury was reported in association with this event.